Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer had blood glucose level of 500 mg/dl and took manual injection. The customer stated that they could not got in to auto mode and infusion set cannula was bent. The customer declined to troubleshooting on insulin pump for high blood glucose and also for serter issue. The insulin pump will not be returned for analysis.